Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd interlink primary set 2y 20 90cm tl was blocked. The following information was provided by the initial reporter: according to the customer's report, when infusion was started, the fluid didn't flow possibly due to blockage.

Event description:
It was reported that bd interlink primary set 2y 20 90cm tl was blocked. The following information was provided by the initial reporter: according to the customer's report, when infusion was started, the fluid didn't flow possibly due to blockage.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/4/2022. H.6. Investigation: when the returned sample was checked, it seemed that the plastic had a vent and the tube adhesive was blocked. A raw food bag was punctured with a plastic needle and pumped and IV tube, but the station did not flow. When the tube was cut near the bottom of the plastic needle and checked the adhesive part, the end face of the plastic needle was blocked with a solvent. Also, when the line on the downstream side was filled with water, it was confirmed that the liquid flowed. A solvent is applied to the inside of the tube, and a plastic needle is inserted to bond it. It is probable that the end of the plastic needle was covered with a film and blocked due to an excessive amount of solvent applied when translating the relevant part. There is a possibility that an excess of solvent occurred when the tube was removed, the solvent was applied again, and the connection was reconnected due to problems such as air bubbles entering during bonding. Solvent was applied to the tube, inserted it into the plastic needle and removed it, applied the solvent to the tube again and inserted it into the plastic needle, and repeated several times, but the adhesive part did not close at that time. It was not possible to identify whether there was an excess of solvent. H3 other text : see h.10.